Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation,therefore cause of event cannot be determined.

Event description:
It was reported that unspecified fusion procedure at th8-l3 levels(2 below 2 above) for osteoporosis compression fracture on unknown date. Post-op, percutaneous pedicle screws at th11/l1) were found to be backed-out. Revision surgery to extend the fusion levels was performed due to the back out on (B)(6) 2016. Bone union was not observed. Retrieved screws were disposed at the hospital. The surgeon commented it happened because patient's bone was weak.